Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that when the physician tried to insert the polyethelene insert but the implant would not fit. The pictures show the implant appears to be wider than the exact size trial and the picture shows the poly that was inserted did not fit with the poly structure being compromised with the tibial inbone component. The concern is the poly size and if this was a different size that the box and label state.

Event description:
It was reported that when the physician tried to insert the polyethelene insert but the implant would not fit. The pictures show the implant appears to be wider than the exact size trial and the picture shows the poly that was inserted did not fit with the poly structure being compromised with the tibial inbone component. The concern is the poly size and if this was a different size that the box and label state.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.